Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the roller pump to experience intense on and off vibration and a pump jam message was displayed immediately after powering on. He also observed the encoder to be severely bent, causing the pump to jam. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The perfusionist attempted to start the roller pump from the local control knob but the roller pump would not spin. The message appeared when she was testing the occlusions, immediately upon attempting to increase revolutions per minute (rpms). The roller pump initially moved about a centimeter (cm) very slowly, not reflecting the rpm set speed, and then stopped with an error. This occurred multiple times after loosening occlusions, checking electrical connections and restarting the pump. The field service representative (fsr) duplicated the reported complaint. He installed a loaner roller pump. The unit operated to the manufacturer¿s specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during pre-cardiopulmonary bypass (cpb) procedure, the roller pump being used in the vent position, displayed a 'pump jam' error. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.